Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was having pain and the caller wanted assistance adjusting stim. The pain began the morning of report after the patient urinated. They were assisted with decreasing stimulation and the patient stated they no longer had pain. Additional information was received. The patient's wife stated they might not have been implanted properly. Based upon an x-ray, it was angled, but should be straight. The clinic also had a hard time turning it on and programming it. It was not doing anything/helping and the patient had pain in their testicle, which caused them to walk funny, so they had turned the device off. It was noted the patient's urination issues were out of hand. They had been treated with antibiotics in the past for an infection. Caller said the healthcare provider said the device may have to be moved. They had an upcoming appointment scheduled for (B)(6) 2021.